Manufacturer narrative:
An opened company iii iol was returned for evaluation for the report of lens removed due to scratch on lens from handpiece. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The company iii iol was visually inspected and deemed nonconforming the plunger head is slightly bent upward. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed nonconforming. The complaint evaluation confirms the injector plunger has a bend at the plunger head resulting in a slightly high plunger position. How and when the plunger position became damaged cannot be determined from this evaluation. The most likely root cause for the nonconforming plunger height is from poor handling. This injector has been in service for approximately twelve years. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.2., b.3., and d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched by the cartridge. The lens was removed from the patient's eye. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).